Event description:
It was reported that there was 60-cycle noise causing pacemaker inhibition. It was noted that at the time of the noise the patient was in his greenhouse. The technical consultant stated that the patient may have contacted something ungrounded in the greenhouse. The device was reprogrammed to avoid shock due to noise, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.